Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed a rash underneath the therapy electrodes. The patient was in the hospital at the time of the event. Hospital staff was applying hydrocortisone and silvadene to the irritation. During a follow-up it was reported that the irritation had healed somewhat.